Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a damaged air detector, and the pump was displaying error 1720 that was a permanent alarm. The cause of the customer reported problem was the backup condensator. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the backup condensator and air detector.

Event description:
It was reported that there was an error 1720. There is unknown patient involvement, and unknown signs or symptoms experienced.